Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted by the cartridge alarm 19. Earlier in the morning, the customer observed an elevated bg level unrelated to the pump or supplies. A correction bolus was administered and the elevated bg level was resolved. It was confirmed that the customer had a manual insulin injections available.